Event description:
A user facility reported a saline bag back filled during dialysis treatment. A patient was transferred to another machine and successfully completed treatment. The patient lost approximately 300ml of blood due to the transfer. The facility technician stated that the reported complaint events could not be duplicated and the machine is back in service with no repairs performed on it.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during dialysis mode. There have been no adverse events associated with the reported issue. On-site (field) investigation was not performed. During follow up contact, customer confirmed that the reported filling of saline bag issue could not be duplicated. Device functioned as expected without any further issues. The reported filling of saline bag issue is being addressed by the manufacture via a CAPA. A device history record review was conducted and confirmed that there were no deviations or nonconformances during the manufacturing process. Product labeling, material, and process controls were within specification.